Manufacturer narrative:
The insulin pump passed the self test and the reset error test with no alarm. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer was having two unexpected restart alarms. Customer's blood glucose was 6 mmol/l. Customer had no temp basal at the time and no battery change. The alarm was recurring while the pump was in use. The insulin pump will need to be replaced.